Event description:
Healthcare professional (hcp) reports a pt reaction with 5th usage of a psn (polysynthane) membrane on a home patient (hp). The hp was noted to have an uneasy feeling, hives and chest and throat tightness at the time of the incident. The hemodialysis treatment was discontinued at the time of the event, and the blood was returned to the pt. The hp's spouse resumed the treatment with a cf (cuprophan) membrane. The treatment was completed without further incident. No medical intervention reported.